Event description:
A report was received that the patient underwent a paddle lead revision due to high impedance readings. The patient had a non device related fall and since then the paddle lead was showing high impedances. Database of the ipg was analyzed and no anomalies were found. The patient is reportedly doing well following the revision.

Event description:
A report was received that the patient underwent a paddle lead revision due to high impedance readings. The patient had a non device related fall and since then the paddle lead was showing high impedances. Database of the ipg was analyzed and no anomalies were found. The patient is reportedly doing well following the revision.

Manufacturer narrative:
The complaint of high impedance was not confirmed. The lead passed impedance test. The leads were also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance on seven contacts could not be duplicated.